Event description:
It was reported the pt was experiencing pain at his ipg site when he sits. The pt underwent revision surgery on (B)(6) 2013, where his ipg was relocated. The pt is doing well.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.